Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum on (B)(6) 2025, the patient was admitted to the hospital because of the left lower extremity skin earthworm-shaped bulge for 30 years, swelling and pain for a week, tibial anesthesia under the left large vein high ligation, extraction and stripping, the left side of the small saphenous vein endoluminal laser closure, preoperative patient routine venipuncture, at the end of the puncture of the end of the retention needle needle after the blood outflow, to comfort the patient, to be removed the retention needle, re-retained. Increased patient pain and delayed surgery. The supplier was subsequently contacted for feedback on the issue.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer did not return the defective sample/photos. 2. DHR/bhr review (lot#: 4080076): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of 400 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Retained sample of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 4. The plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.